Manufacturer narrative:
H3: product analysis ((B)(4)): no conclusion can be drawn. No evaluation was performed, as the device was device discarded by cu stomer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in posterior spinal fusion damaged part remained in the vertebral body, so it was removed, and vertebral arching was scheduled. The procedure was extended for 30 to 40 minutes. The procedure was completed with backup products. Additional information recieved that there was no patient and staff impact.